Event description:
The customer reported a high blood glucose level, but the specific value was unknown and displayed as "high." Cause was not known. To address the high level, the customer administered a correction bolus through the pump, and it was suggested to replace supplies as necessary and resume insulin. The caller was also directed to follow up for additional assistance if needed.